Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Result of the culture test from the user : channel: 0 cfu, distal end: 6cfu micrococcus luteus, 6cfu staphylococcus capitis, 2cfu acinetobacter ursingii. Result of the culture test, performed by sbc (service business center) olympus france after reprocessing: all channels: <1cfu/endoscope, distal end: <1cfu/endoscope, total: <1cfu/endoscope. Standard value:<5cfu/endoscope, action value:25 cfu/endoscope. Conclusion - the level of detected germs was lower than the standard value of the local regulation. Device inspection result: a-rubber glue deteriorated: biopsy channel deteriorated: there was no report on the subject device being used in procedure after the suggested event was confirmed. Relation between the device and the suggested event: the suggested event was positive culture test, not defect of the device. Injury or infection was not reported. Nonconformity of the subject device: nonconformities of the subject device were confirmed from device service repair inspection result, however, nonconformity which may have been related to the cause of the suggested event was not confirmed. The root cause was not specified. Consideration: relation between the suggested event, positive culture test, and the subject device: it is assume from the following investigation result that the event was unlikely related to the device. Growth of microorganism was confirmed from all the four culture testing by the user after reprocessing. When sbc culture tested after reprocessing in accordance with IFU before repair, growth of microorganism was not confirmed from distal end or the channels. Review of device history record confirmed that the subject device was shipped in accordance with specifications. IFU (instruction for use) states as follows: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Customer hmi (hygiene microbiological investigation) results reported the device tested positive with microorganism. The subject device was reprocessed according to the manufacturer specifications and returned to rrc france service site for physical evaluation. Additionally prior to the event reported the customer last microbial sampling with microbes found was on 8/05/21 with no patient contamination reported. Below are information on customers cds checklist : aniosyme synergy mt pre treatment used peracetic acid, glutaraldéhyde are the disinfectant used for disinfection. Treatment type-soluscope. Maintenance reprocessosor aer detergent used is soluscope cln. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, hmi (hygiene microbiological investigation), the hospital performed a microbiological control at the reception before any use, as requested by french regulation, and found microbes. No patient contamination reported. No user injury reported. The subject device was reprocessed according to the manufacturer specifications. Customer follows IFU (instruction for use) and french regulation cds (clean, disinfect, sterilize) process.